Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 13n030 was manufactured december 6, 2013 ¿ december 9, 2013. Evaluation information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection did not identify any abnormalities. The luer cap was removed from the distal luer and the device was observed to flow without issue. The product met product specification and was therefore a conforming product. No additional defects or use errors were found during the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor experienced no flow during patient use. The device was connected to a non-baxter needle when the no flow condition was observed. The patient did not notice any kinks in the tubing line or anything else unusual about the device when they went to use it. The product had been removed from the refrigerator one hour before use and remained cold to the touch before infusion. The patient did not remember being instructed to take the infusor out of the refrigerator four to six hours before treatment. This instruction had been covered in the patient¿s training with a nurse the week before. The patient missed one day of treatment but the product was delivered the next day. There was no patient injury or medical intervention reported. No additional information is available.